Manufacturer narrative:
No patient information provided as no patient was involved in this event. No parts were received by the manufacturer. Event problem and evaluation: * on 21-nov-2016, a medtronic representative went to the site to test the equipment. After replacing the system's computer, an imaging system check-out was completed. The mechanical test, imaging test and safety inspection all passed; system performed as intended.

Event description:
A medtronic representative reported that when powering on the imaging system, the pendant began to boot and then shut down. When attempting to boot a second time, the pendant would not boot past ¿system booting, please wait.¿ this issue was discovered outside of surgery; no patient was present.

Manufacturer narrative:
The suspect computer was received by the manufacturer for evaluation. Testing found that the sql data corruption occurred where the log file did not match the data file. The d drive was formatted and the software was reinstalled, the computer then functioned as designed. The corruption indicated a computer failure due to a hard drive malfunction.